Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant thoracic stent graft system was being implanted in the patient for the endovascular treatment of a 54mm diameter thoracic aortic aneurysm. It was reported during the index procedure, the physician advanced the delivery system up to the right iliac bifurcation using a 20fr sheath however after several failed attempts to advance, the delivery system was removed from the patient and replaced the sheath to a 14fr. Angiography was performed where plaque disruption of the external iliacs and filling defects in the superficial and deep femoral arteries was identified and a possible dissection of the external artery. Using a 6fr sheath angio was continued and the physician determined that the plaque disruption or possible dissection of the external iliac was not flow limiting and therefore did not require treatment. A femoral artery endartectomy and thrombectomy was performed to remove the occlusion and the event resolved. Per the physician, the cause of the event due to calcified plaque that emoblised in the external iliac. No additional clinical sequelae were reported and the patient is fine.